Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under all of the button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons and the audio bolus button had a delayed response. The patient noted that the display screen was dim. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.